Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for implantation using a 12f amplatzer trevisio delivery system. During the deployment of the device, it was noted that the device was deforming into a cobra shape. The device was removed from the patient anatomy and replaced with another 26mm amplatzer septal occluder. There was no angulation or kink noted in the delivery system, and no interaction with cardiac structures during deployment. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is a 9f.